Event description:
Event description guidant received information that the pacing impedance and threshold measurements of the implantable cardioverter defibrillator (ICD) and non-guidant lead system were elevated.